Event description:
It was reported about a study patient: on (B)(6) 2014 the patient presented to the emergency department (ed) after falling out of the bed at home resulting in worsening confusion and dysarthria. Computed topography (CT) of the head in the ed revealed a multi-compartment intracranial hemorrhage with large intraparenchymal hematoma centered within the superior left temporal lobe. The patient was diagnosed with a recurrent intracranial hemorrhage. The patient was admitted to the neuro critical care. The patient was deemed not to be a surgical candidate; unable to be anti-coagulated due to prior intracranial hemorrhages. The ventricular assist device (vad) was working normally. The patient was obtunded though somewhat arousable; intermittent ability to follow commands. Neuro exam was limited due to receptive and expressive aphasia. (B)(6) stroke scale was 19 on presentation. Prognosis was deemed as poor; patient was made a do not resuscitate (dnr). A hospice disposition was sought. Patient was discharged to hospice on (B)(6) 2014 and died in hospice on (B)(6) 2014.

Manufacturer narrative:
Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: stroke and death. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 69 of 117 . Device remains implanted.